Event description:
It was reported that the atrial lead exhibited low impedance, oversensing and an insulation anomaly. The lead was capped and replaced. The lead was capped and a new system was implanted on the patients right side. The patient was in stable condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.